Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The investigation found "upstream occlusion" alarms in the history log. The root cause is the upstream occlusion sensor. This will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump beeped constantly. The investigation found "upstream occlusion" alarms. There was unknown patient involvement.